Event description:
Boston scientific received information that this lead exhibited impedance measurements greater than 2,500 ohms. During a routine device replacement procedure, this lead was capped and replaced. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.